Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the control board and the issue was resolved. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during maintenance the ht70 plus ventilator powered on its own and would take 2-3 minutes to shut off. There was no patient involvement at the time of the reported issue.